Event description:
The consumer stated that upon opening a tampon, she found what appeared to be dried blood on the inside of the individual wrapper and on the outside of the applicator. She also stated that the pledget was missing from the applicator.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was returned on 2/9/2015. Testing was performed on 2/11/2015 and confirmed the presence of blood. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.